Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm morphology at the time of implant is unknown. It was reported that the patient returned approximately 60 months post stent graft implant that the stent graft had migrated, resulting in a type I endoleak. The physician plans to treat the patient at a later date. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (migration and endoleak). Lack of information aneurysm and vessel morphology are unknown. Evaluation conclusion: lack of information aneurysm and vessel morphology are unknown.